Event description:
It was reported that device was deploying shooting straight shots. This was observed during a test fire prior to use of the device.

Manufacturer narrative:
The subject product is in the process of being evaluated. We will submit a follow up report upon completion of our evaluation.